Manufacturer narrative:
Note the date of the event was estimated, since the exact date was not provided to us.

Event description:
A physician reported a thermal burn on a patient following a procedure with the tenex health tx system.